Event description:
The customer reported that mid-way through a colorectal procedure, the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove it from the tissue. No other medical intervention was necessary. The surgeon was then able to continue the surgery with the same device. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.